Event description:
This device is out of service due to sensing was unreliable. Physician turned device off, but left it implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.